Event description:
During an sfa (superior femoral artery) intervention procedure on a male patient, when the physician removed the guiding sheath; it disconnected at the hub of the sheath. The back end of the sheath pulled apart but was able to removed from the patient. The patients anatomy was calcified and scarred. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event is still under investigation.